Event description:
It was reported that there was separation around the membrane of the bd phaseal¿ l connector c90j resulting in leakage. The following information was provided by the initial reporter, translated from japanese to english: this is a report about separation of the membrane of l connector (c90j), resulting in leakage of saline. The hcp attached the l connector to an infusion bag, and engaged/disengaged the injector. The hcp then found that the membrane of the l connector was separated, which resulted in leakage of saline. This occurred before mixing with the anticancer agent, otherwise, the hcp would have been exposed to it. The actual sample will be returned for investigation. Possible lot 2007218.

Manufacturer narrative:
Common device name: closed antineoplastic and hazardous drug reconstitution and transfer system. Device expiration date: unknown. A "possible" lot number was reported. The information for lot number is as follows: medical device lot #: 2007218. Medical device expiration date: 30-jun-2024. Device manufacture date: 21-jul-2020. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-sep-2022 h6: investigation summary one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was never assembled onto the connector body, therefore the system was open and leaked when used. A device history review was performed for suspected lot 2007218, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure. While we cannot identify a direct issue, it was determined this incident is due to the operator not properly welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece. CAPA 5331907 has been initiated to further address this issue and prevent any reoccurrence.

Event description:
It was reported that there was separation around the membrane of the bd phaseal¿ l connector c90j resulting in leakage. The following information was provided by the initial reporter, translated from japanese to english: this is a report about separation of the membrane of l connector (c90j), resulting in leakage of saline. The hcp attached the l connector to an infusion bag, and engaged/disengaged the injector. The hcp then found that the membrane of the l connector was separated, which resulted in leakage of saline. This occurred before mixing with the anticancer agent, otherwise, the hcp would have been exposed to it. The actual sample will be returned for investigation. Possible lot 2007218